Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after needle deployment, the footplate lever was retracted. The feet did not close as expected. Several attempts to advance and retract the device were made without the feet closing. Significant resistance was felt. The entire device was pulled out of the access site with the footplate open; vessel damage was noted. Another proglide suture had been pre-placed. The evar procedure was completed using a 16f sheath. The pre-placed proglide suture was used to achieve hemostasis; however, hemostasis was not completely achieved. Manual compression was applied out of concern for the artery. No long term patient sequela was noted. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequently, an additional proglide device was returned. Returned device analysis found the proglide was used in the patient anatomy and had a needle to cuff miss. A device in this condition would not have achieved hemostasis. The reporter was contacted and was unable to provide any information regarding this device.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was confirmed as a needle to cuff miss/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The returned device with an unspecified failure mode appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.